Event description:
Physician reported events of capsular contracture, baker grade IV, breast tension, starting mobus modor, double capsule and calcification. Affected side is right. The device has been explanted.

Manufacturer narrative:
Phone number: (B)(6). Health effect - impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: lot number 391758; white calcification; deformation device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade IV, breast tension."

Manufacturer narrative:
Phone number: (B)(6). Health effect - impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: lot number 391758; white calcification; deformation device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade IV, breast tension."

Event description:
Physician reported events of capsular contracture, baker grade IV, breast tension, starting mobus modor, double capsule and calcification. Affected side is right. The device has been explanted.